Event description:
Center contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013.there were no reported injuries or medical intervention at the time of contact with dexcom technical support.